Manufacturer narrative:
The clinical observation of stenosis and calcification were confirmed through observed calcification. X-ray demonstrated heavy calcification on all three leaflets and wireform intact. Calcification restricted leaflet mobility and led to stenosis. Host tissue on the stent circumference was moderate at the inflow aspect and minimal on the outflow aspect. Sewing cloth was cut around multiple areas of the valve. Wireform was exposed at commissures 1 and 2 and around all three leaflets on the outflow aspect.

Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause of this event cannot be conclusively determined since the device was not returned for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology and structural valve deterioration with calcification. There was no indication or allegation of a device deficiency contributing to the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic aortic valve, implanted for three (3) years and six (6) months, was explanted due to aortic stenosis secondary to calcification. The explanted device was replaced with another edwards bioprosthetic valve. The patient also underwent CABG. The patient's postoperative status noted as in recovery. Per the pathology report: clinical information, reason for tissue submission due to aortic stenosis and possible valve endocarditis. The valve has cusps displaying calcification involving up to 80% of the valve cusps. These calcifications markedly impair the valve function. There is minimal amount of adherent fibromembranous tissue. No discrete vegetation are appreciated. Microscopic description, stained sections of both specimens reveal benign fibromembranous tissue with calcifications.

Event description:
Through further investigation, this patient presented with possible aortic valve endocarditis and pacemaker lead infection. However, inspection of the aortic valve showed no obvious vegetations, but there were areas of calcified ingrowth on the leaflets making them stiffer and harder to open. The explanted device was replaced with a 3300tfx 19mm bioprosthetic valve. The patient also underwent mvr (non-edwards valve), tricuspid valve repair (with edwards ring) and implantation of a permanent pacemaker. The lungs were ventilated and even on bypass frothy fluid was noted from the ett. The tee showed vigorous lv contractility on inotropes without regional wall motion abnormality. There appeared to be no air in the heart on echo. There was no perivalvular leak in either valve, though there was a small left to left leak across the aorto-mitral curtain. The clamp time was now nearly six hours and the surgeon did not feel he would survive undoing the avr to find and patch this. An iabp was placed. The rv wall motion improved slowly. The patient was transferred to the cvicu in critical condition, with open chest, iabp and on multiple supports for vasoplegia. Early on pod #1, he had sustained hypotension and higher chest tube drainage. He required bedside cardiac massage and evacuation of blood, and return to the or for exploration with negative findings. He again returned to the cvicu in critical condition and high dose vasopressor support. He had metabolic and lactic acidosis. He required further blood products and continued to require increasing vasopressor support for refractory vasoplegia. It was decided by the patient's doctors and family to make him dnr with maximal medical support. He continued to clinically decline despite increasing support and expired.